Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis and hypertension. No blood glucose reading was reported. The customer stated that the doctor wanted the insulin pump replaced. The customer advised that the insulin pump would be replaced per the doctor's recommendation.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.